Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be implanted due to patient anatomy and dislodged twice while slitting the sheath. The lv lead was not used and a different lead was successfully implanted with another sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.